Event description:
It was reported that the device was displaying service icon and had an energy fault that indicates a possible failure of the device to defibrillate or to deliver an improper amount of energy. There were no reports of pt use associated with this event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The (B) (4) smartwatch ic u28 was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.